Manufacturer narrative:
Pump was received with blank display. Unable to determine the root cause, problem isolated to mb. Unable to verify external flash crc error alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump twice alarmed pump error. The customer's blood glucose reading was 190 mg/dl at the time of incident. The product will be returned.